Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that can contribute to stent movement/dislodgement outside the body include but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this type of event is not the result of a product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement/security. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. It is possible that pressure was inadvertently applied during removal of the protective sheath and/or during preparation for use, such that the stent implant became disrupted on the balloon; however, this could not be confirmed. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents reported for stent damage or stent retention issues. There is no indication of a product quality deficiency.

Event description:
It was reported that during preparation for a coronary procedure, it was observed that the stent of a 3.0x15 rx xience stent delivery system (sds) had moved slightly distal from its crimped position on the balloon; the stent was partially on the balloon, but remained securely crimped to the balloon. The stent was not used in the patient. There was no clinically significant delay in completing the procedure. Another 3.0x15 rx xience sds was used to successfully complete the procedure. No additional information was provided.